Event description:
Country of complaint: (B)(6). Procedure - posterior to c4/c5 (using s4 cervical). After placing four polyaxial screws, the surgeon placed rods and set screws in place and started tightening the set screws. However, the surgeon found metal fragment in one of the four screw heads. The tightening was done using torque indicating screw driver and counter torque handle. There was extended operation time of 20 minutes.

Manufacturer narrative:
Device has not been received for evaluation at the manufacturing site; however, is available and will be forwarded to manufacturing site for evaluation. Initial evaluation determined the component in use, sw003t / s4c set screw new version batch 51872342 and 51879591 have damaged threads presumably caused by cross threading.